Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting of a liberty select cycler alarm that a fluid leak was observed in the cycler cassette housing when removing the cassette from the cycler. The patient was advised to discontinue use of the cycler. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the patients clinic was notified and the patient was prescribed prophylactic antibiotics. Patient is asymptomatic. No treatments reportedly missed. The alleged cycler set was available for investigation.

Manufacturer narrative:
The manufacturing plant received an actual sample one cassette from code (B)(4) without its original package. During disinfection the alleged failure was confirmed, a leak was found on the cassette. A visual inspection was performed to sample cassette and noticed a pin hole at the cassette film. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.